Manufacturer narrative:
For the reported event, the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, medical records were provided for review. Per review, the investigation is confirmed for migration of device or device component, however, inconclusive for patient device interaction problem. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f. Vena cava filter allegedly experienced migration of device or device component, and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years of age, the gender is female; however, the weight was not provided.